Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle broke. The customer's blood glucose was 250 mg/dl at the time of the incident. The customer treated with a bolus. The customer states he inserted the sensor and after calibration, he noticed the cannula was out even though it was taped down properly. The customer was advised that the sensor will be replaced.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported that initially the notes stated the needle broke, but needle did not break. The device has a bent sensor cannula.